Event description:
It was reported the patient experienced cognitive changes and was unable to complete their sentences one day after the implant procedure. The patient also tried to get out of bed and fell to the floor. The patient was taken to the ER for further testing. The patient is currently admitted to in-patient rehabilitation for this issue and further information has not been received.

Manufacturer narrative:
Patient weight is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.